Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported by the site that the patient had a pa catheter in place and a recalibration of 14mmhg was performed. The catheter was placed due to an unrelated ICU hospitalization. Because the pa catheter data was used to perform the backend calibration, the recalibration will be considered an unrelated rhc with a recalibration of 14 mmhg. A right heart catheterization was performed. The sensor was recalibrated and the mean was decreased by 14 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.